Event description:
It was reported that surgeon inserted aa4203tl silicone single piece lens and the wrong lens was implanted. The lens was removed. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Result: visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).